Event description:
Report received from (B)(6) which states: "during the vitrectomy, the cutter stops working. The surgeon had to re-adjust the tubings to the cutter. This issue occurred several times with several lot numbers but unfortunately, the clinic threw away the other packs. No pt injury."

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be within specification. The device has been requested for eval; however, has not yet been received.